Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 52 mg/dl and juice/crackers were consumed to address low bg. The customer's healthcare provider (hcp) was still adjusting the pump settings and was the cause of the event. After discussing the settings with the hcp, the customer had tandem technical support assist with entering the pump settings.